Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate one inappropriate shock due to atrial fibrillation (af) with rapid ventricular response. Patient has received inappropriate shocks in the pass, therefore, this is no longer an isolated shock. Boston scientific technical services (ts) consultant recommended to drop correlation coefficient to 91 to 92. At this time, this ICD remains in service and there were no additional adverse patient effects reported.